Event description:
It was reported to philips that the device's screen is dark. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the screen is dark. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.